Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain device information.

Event description:
It was reported patient experienced discomfort at the lead and ipg sites. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to create more lead slack and comfort for the patient. Therapy was restored post-op.